Manufacturer narrative:
(B)(4). The approximate age of device captured in f9 is the length of time the device was implanted in the patient.

Event description:
The patient was revised due to infection. Doi: (B)(6) 2020 dor: (B)(6) 2020 right hip.